Event description:
On (B)(6), 2011, a dispensing practice informed a coopervision sales rep that a pt developed a corneal ulcer while wearing biofinity lenses. Pt was wearing biofinity (comfilcon a) on a continuous wear basis for the past six months and was using options solutions lens care. No further info has been received despite several requests to the ecp.

Manufacturer narrative:
Event was initially reported by a dispensing practice. No product has been returned and no written documentation has been received. Method: no lot info, no lenses, no device info, no exam of device were provided which could indicate if the device caused or contributed to the incident. Results: attempts to obtain additional info were unsuccessful. We cannot confirm that there was no permanent impairment or permanent damage. Conclusions: there is not sufficient info provided to draw a conclusion as to wether or not the device could have caused or contributed to the event. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info.